Event description:
It was reported to philips that the device could not pass the operational check. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Parent (B)(4) has been identified as a duplicate of (B)(4) (MFR report number: 3030677-2024-02721) and has been processed accordingly. Please refer to (B)(4) (MFR report number: 3030677-2024-02721) for the full investigation of this issue.

Manufacturer narrative:
Correction: parent (B)(4) has been identified as a duplicate of (B)(4) (MFR report number: 3030677-2024-02721) and has been processed accordingly. Please refer to (B)(4) (MFR report number: 3030677-2024-02721) for the full investigation of this issue.